Event description:
A guidewire was left in-situ. Despite this the line flushed and an infusion was able to be connected and run. Once the error had been highlighted the guidewire had migrated to major vessel and transfer to a territory hospital with appropriate equip.